Manufacturer narrative:
Correction section h6 adverse event problem code, component code changed from g01003 to g03001. Data and information provided by the customer supports the complaint issue. The customer inspected the instrument and performed multiple troubleshooting procedures, including part replacement, rebuilding of syringes and cuvette washes. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. The instrument service history review revealed one other ticket associated with falsely elevated magnesium results. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number (B)(6) was identified.

Event description:
The customer noted elevated magnesium generated from architect analyzer. The customer reported that they had elevated qc and patient results. The customer provided the following data: patient sample initial result was 3.25, & repeat at 0.86 mmol/l. It was reported that after analyzer troubleshooting was performed, a precision check for and magnesium was good. There was no reported impact to patient management.

Event description:
The customer noted elevated magnesium generated from architect analyzer. The customer reported that they had elevated qc and patient results. The customer provided the following data: patient sample initial result was 3.25, & repeat at 0.86 mmol/l. It was reported that after analyzer troubleshooting was performed, a precision check for and magnesium was good. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.